Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a diffuse alveolar hemorrhage. The patient was not hospitalized and no interventions took place. They are considered fully recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.